Event description:
Dealer alleges the customer fell from the unit while in tilt when the back cane bolts broke. Customer did not have lap belt on at the time of accident.

Manufacturer narrative:
Only the back cane bolts were returned for evaluation. The true nature of how the bolts broke and the alleged event are unknown.

Event description:
Dealer alleges the customer fell from the unit while in tilt when the back cane bolts broke. Customer did not have lap belt on at the time of accident.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.